Event description:
It was reported that during a coronary stent procedure in a heavily calcified lesion at a bifurcation, the stent was deployed at 14 atm's. After deployment it appeared that there was not good apposition (dimple in the stent). Approximately 48 hours after the procedure the patient experienced sub acute thrombosis. The physician went back to post dilate and at the distal portion of the stent there was a dissection. They attempted to place another stent and the vessel shut down. Patient went into cardiac arrest and died. Attempts at revival were unsuccessful.

Event description:
It was further reported that a niroyal stent was placed in lad and ptca of diagonal branch was performed in 10/2000. Pt returned 2/5/2001 for diagnostic eval of recurrent chest discomfort. Angioplasty was performed to lad for in-stent stenosis, with a reduction to approx 10%. There was 90% narrowing at origin of large diagonal branch which was noted to be within the stent. No signs of dissection were noted. Angioplasty of large diagonal branch and possible re-dilatation of lad was planned for 2/6/2001. Pt was maintained on integrilin throughout the nigt. On 2/6/2001, angioplasties to diagonal and lad were performed. The physician noted a dissection distal to stent in lad, believed to be caused by another manufacturer's balloon used for dilatation. Physician then deployed another manufacturer's stent to span a portion of the previously placed nir near distal portion of newly placed stent and extravasation of blood into the pericardium. Pt immediately experienced chest pain. Standby surgical team was notified, pt was intubated. He was taken to surgery in critical condition for emergency bypass surgery. His blood pressure was 80 mm hg on dopamine, pulse 90, pacemaker on standby, at the time of transfer. Pt suffered cardiac arrest just prior to bypass surgery. Documented cause of death was profound hypoxia secondary to cardiac arrest.